Manufacturer narrative:
Name of the initial reporter unknown at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera cart would boot up without issue and the monitor would match the main cart. But at some point, the camera cart monitor would state to call it support and would stay on this screen. A manufacturer representative was at first unable to replicate the issue. The representative provided an update that they were able to replicate the behavior. They stated that the pc over ip host card was red. Technical services (ts) had the representative move the ethernet cable that connects from the switch to the computer to a different port on the switch side. Once that was done, the camera cart monitor matched the main cart monitor. The ethernet port on the computer end was flashing green and the self-test showed pc over ip host card as green. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. The checkpoint was returned to the manufacturer for analysis. Analysis found that the checkpoint was tested for over 17 hours and displayed image on the camera cart for the entirety of testing. The ports used for the testing were connected as production equivalent. The ports were also tested for connectivity independently verifying connection. Analysis found that the reported event could not be duplicated. If information is provided in the future, a supplemental report will be issued.